Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was hospitalized due to signs of infection at the implant site. The infection was treated with antibiotics, and a procedure was scheduled to remove the crt-p. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.